Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient passed way. On (B)(6) 2015, the patient was found unconscious at home by her father from a diabetic hypoglycemic event. He treated her with glucagon and called the paramedics. They arrived and administered dextrose but its' effects were unsuccessful. The patient was admitted to the hospital. Finger stick reading at the time was 91. The patient was in a diabetic coma. After an echocardiogram and magnetic resonance imaging scan it was determined that the patient had brain damage and was placed on life support. Decision was made to take patient off life support on (B)(6) 2015, and she passed away. The patient was using an unknown pump that had no data on it to be able to tell if the patient had given herself insulin. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device and/or data was not provided for evaluation. There was no malfunction alleged against the device. It should be noted that diabetes mellitus is a known cause of hypoglycemia, loss of consciousness, diabetic coma and death. However, a definitive root cause cannot be determined for the reported patient death.